Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Furthermore in situ measurements show an intermittent short circuit between two channels in 2015 due to undetermined reasons. In addition a complete insertion of the electrode could not be achieved at initial implantation. According to the information on the implant registration card one channel was left outside of cochlea. Re-implantation is considered but no date has been scheduled yet.

Event description:
Affected channels were observed during regular follow-up visit. User previously had good hearing performance, although slightly below average due to an additional handicap. Reimplantation is considered but has not yet been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Affected channels were observed during regular follow-up visit. Reimplantation is considered.